Manufacturer narrative:
After resolving the issue with the humidifier, the unit is now working properly. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube was active on this unit during ventilation on a patient. The patient had to be bagged while waiting to be transferred to another ventilator.